Event description:
Additionally increased capture thresholds were noted on the rv lead. Rv lead insulation damage was suspected.

Event description:
It was reported that, noise was noted on the right ventricular (rv) lead. Rv lead damage was suspected but this was not confirm. Provocative testing was performed intraoperative; the noise was not reproduced. Imaging was performed; no anomalies were noted. The rv lead was capped and replaced to resolve this event. The patient was stable.